Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient noticed swelling, redness and heat in the area of their implanted pacemaker device approximately five (5) months after the pacemaker system was implanted. When the patient visited the hospital, it was identified as an infection. As a result, the entire pacemaker system was explanted due to the infection. It was noted that as soon as the infection condition improves, a new pacemaker system implant procedure will be scheduled on a later date. No additional adverse patient effects were reported.